Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing cracked and leaked at an unspecified location. The tubing was changed and the tpn was discontinued. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of tubing leaked was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No cracks were observed on any sections of the tubing or on any of the components of the received set. No anomalies were observed on the set. Functional and pressure testing resulted in the set flowing freely and ran with no issues observed. The primary set was again pressure tested while submerged underwater with the blue-dyed water still contained within the set. Blue-dyed fluid and air bubbles were observed leaking at the top engagement of the tubing and the distal y-site inlet port at 15 psi. Dimensional analysis was performed and found the set to be measured within specification. The probable root cause of the customer¿s report of tubing leaked was identified as a manufacturing issue due to insufficient solvent being applied at the junction of the vinyl tubing and y-site inlet port.